Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked reservoir tube lip scratched display window and missing end cap sticker.

Event description:
It was reported that the customer had been hospitalized for high blood glucose. At the time of reporting, her blood glucose was 257mg/dl. While in the hospital, she noticed a small crack on the bottom corner of the lcd screen which extended onto the casing of her insulin pump. She was advised that the insulin pump would have to be replaced and to disconnect from it and revert to her back up plan. The pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.